Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was not returned for evaluation. Log file analysis revealed that the controller contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the log files revealed relative state of charge (rsoc) values between 101-201 and critical battery alarm(s) due to communication errors. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to a communication error. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported after log file review that the battery exhibited critical battery alarm(s). It was also reported the battery had communication errors. The battery remains in use. No patient complications have been reported as a result of this event.